Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged injury to kidneys. There was no report of medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged injury to kidneys. There was no report of medical intervention required by the patient. This notification was reviewed by the pms clinical expert due to a patient reporting "causes further injury to kidneys". No further clinical details or additional information were reported. The device may have caused or contributed to the reported event. However, device name/sn and further clarifying clinical details such as device use and maintenance, details and timeline of events, relevant past medical history, and medical intervention information are unknown at this time, therefore additional information has been requested by the pms clinical expert for further clarification of the patient's alleged harm. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.